Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("procedural pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following were described in social media : medical device removal and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and procedural pain. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event "procedural pain" was recoded to "post procedural pain" (previously reported as pelvic pain). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.